Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported adverse event/patient effects of mitral regurgitation (unchanged, recurrent), mitral stenosis, hypertension and atrial fibrillation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information available, a cause for the reported mitral regurgitation (unchanged, recurrent) and mitral stenosis could not be determined in this case. The reported hypertension, atrial fibrillation appears to be cascading/secondary effects due to worsening mr. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Literature titled, "predictors for long-term survival after transcatheter edge-to-edge mitral valve repair". (B)(4).

Event description:
This is filed to report recurrent mitral regurgitation (mr), atrial fibrillation and mitral stenosis. The article identified the following may be related to the mitraclip: recurrent mr, unchanged mr, atrial fibrillation, mitral stenosis, hypertension, hospitalization, medical intervention and surgical intervention. Details are listed in the attached article, titled ¿predictors for long-term survival after transcatheter edge-to-edge mitral valve repair.¿